Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to verify the reported issue. No faults were found. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer.